Event description:
Dexcom was made aware on 07/17/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with pustules and a lump underneath sensor pod area, which occurred 10 days after the sensor had been inserted in the arm. The sensor was removed on (B)(6) 2024 and there was a lump with infection. They consulted a doctor and were advised to use a warm compressed to the affected area prescribed an oral antibiotic. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.